Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds. The system was then changed to subcutaneous implantable. No additional adverse patient effects were reported.